Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 325cc and experienced device migration and ptosis on the left side and rupture on the right side post-operatively, which was confirmed during explantation on (B)(6) 2022. The patient underwent removal and replacement with non-mentor devices. This report is for the left breast prosthesis.